Event description:
It was reported the pt's stimulation changed after she underwent carpal tunnel surgery five months ago. The stimulation works intermittently. An sjm representative performed diagnostic testing and found high impedances on most of the contacts. Stimulation is sharp and uncomfortable and felt only in the right leg. The pt also experiences pain at the lead implant area. A CT scan was done, results are pending. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.